Event description:
It was reported, the patient lost stimulation and was unable to establish communicate between his ipg and charger or programmer. He reported he suffered a fall from a lounge chair and fell against the ipg. He stated, he had bruising at the ipg site and subsequently his ipg lost the ability to communicate. No further information is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.